Event description:
It was reported that during implant, dft testing was unsuccessful. The physician elected to leave the system in place and do further testing the next day with hopes that possible ischemia associated with anesthesia has subsided. The device still was unable to convert the patient's rhythm. The physician opted to implant a df-1 coronary sinus coil and replace the ICD and rv lead with a df-1 compatible system.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.